Event description:
It was reported that the asymptomatic patient sent a remote transmission. Review of the stored egms indicated pseudo-pseudofusion that led to undersensing of a ventricular tachycardia event. The device was reprogrammed and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.